Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, a guide wire fracture occurred. The lesion being treated was located in the right coronary artery (rca); the lesion characteristics are unknown. An unspecified jr4 guide catheter was placed into the ostium of the rca. The graphix int guide wire was advanced and while rotating the guide wire to progress across the lesion, the guide catheter dislodged from the ostium of the vessel, visualized by angiogram. The guide catheter was re-positioned without difficulty. The physician then noticed that the guide wire had broken into two pieces. The physician removed guide wire from the guide catheter and after a few seconds, the distal part of the guide wire embolized outside of the rca to the aorta. The physician successfully retrieved the guide wire fragment using a non-bsc device. The procedure was not completed due to this event. No further complications were reported.